Manufacturer narrative:
B3: event date corrected from 9/20/2023 (estimated) to 8/26/2023 (exact). B5: additional information added. D4: model number, lot number, catalog, expiration date, and UDI # added. D6a: implant date added. H4: manufacture date added.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Several years later the patient experienced five (5) strokes. It was further reported that over three (3) years post-implant the patient experienced hallucinations and was evaluated via magnetic resonance imaging (MRI) where it was determined that the patient had been experiencing strokes.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Several years later the patient experienced five (5) strokes.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.